Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer connected the pump to a power source while taking a shower. After returning to the pump the customer stated that the pump battery had dropped from 75% to 16% and was not charging. Customer reported blood glucose level was not impacted. Reportedly, the customer will contact the pharmacy to obtain alternate insulin therapy. Customer declined follow up by tandem technical support to ensure the customer obtained alternate insulin.